Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was diagnosed with an infection on (B)(6) 2016, and cultures were positive for staphylococcus aureus bacteria. The patient was treated with IV vancomycin and oral keflex. On (B)(6) 2017, the patient presented with a subxiphoid wound abscess that was (B)(6) for (B)(6) at the wound and in the blood stream. The patient was treated with surgical debridement down to the pump, and wound vac therapy. On (B)(6) 2017, the patient presented again with an abscess at the subxiphoid which was surgically debrided and packed. IV antibiotics were prescribed; however, the patient developed multiple septic emboli in the bowel, brain, lungs and lvad. In addition, there were elevated pump power readings and ¿erroneous¿ flow estimation readings. The patient then experienced low lvad flow, shock, end organ failure, and death. The patient expired on (B)(6) 2017. An autopsy was declined. The sepsis and subsequent septic emboli and cva were associated with a pump pocket infection that had tunneled from a sternal wound infection to the pump pocket. No additional information was provided.

Manufacturer narrative:
The pump was not explanted. A correlation between the device and the reported infection, sepsis, and embolic stroke could not be conclusively determined. Infection, sepsis, and stroke are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.